Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to low readings on an abbott diabetes care (adc) device: "severe low glucose readings". Adc customer service successfully contacted the customer, however, further information pertinent to the case was not provided. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. Based on the information provided, there was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK if product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.